Event description:
This lead was found to be dislodged when high capture was noted and was repositioned. It remains actively implanted. The associated lead was also found to have high impedances and was explanted and replaced. There were no adverse patient effects reported. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.